Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon investigation, it was noted the right atrial lead exhibited multiple mode switch episodes with noise noted on the electrograms. The noise was observed during isometric testing. Further investigation also noted an alert for pacemaker-mediated tachycardia (pmt), but no episodes were stored. Programming changes were made. The patient was stable.